Manufacturer narrative:
Complaint conclusion: as reported, there was a balloon failure when using a 6f/7f mynxgrip vascular closure device (vcd). Therefore, manual compression was done to complete the procedure. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient's hospitalization was extended as a result of the event. The patient has since recovered. The product was not returned for analysis. A product history record (phr) review of lot f2016202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, there was a balloon failure when using a 6f/7f mynxgrip vascular closure device (vcd). Therefore, manual compression was done to complete the procedure. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient's hospitalization was extended as a result of the event. The patient has since recovered. The device will not be returned for evaluation.